Manufacturer narrative:
The concerned device "lacrifast" is not distributed in us under this device name, but is identical to the device "lacriflow lacrimal stent" distributed in u.s under 510(k) # k120886. The actual device used was returned and investigated: there was a hole, from where the bougie was thought to penetrate out, in the sidewall of the tube (colored in clear) where a stainless steel ring was mounted, and the ring was dismounted and missing. The ring's whereabouts was not confirmed during the procedure in this eye clinic, and accordingly, the missing stainless steel ring might have been remaining in the patient body. As a possible cause of the penetration of the bougie and dropping off the ring during the use, we speculate as follows: when the doctor tried to insert and advance the tube with the bougie inserted forcibly in the occluded lacrimal duct, excessive mechanical force was loaded on the ring and the distal tip of the tube where the ring was mounted, and further pushing the bougie resulted in dismounting the ring and penetration of the bougie with the ring out of the tube.

Event description:
This device (lacrifast) was employed to treat the epiphora due to lacrimal duct obstruction. The doctor inserted one of the lacrimal duct tube (colored in clear) into the lacrimal duct. While advancing the tube, the doctor felt that the bougie penetrated out of the tube and retrieved it out of the patient's lacrimal duct. He used another lacrifast and completed the operation.